Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and passed. A review of the bin file was performed and investigation cannot be performed. The allegation could not be determined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional d4 serial no, lot no, expiration date ¿ correction d9: device availability ¿ additional g3: date received by manufacturer ¿ additional h2: additional information /device evaluation /correction h3: device evaluated by manufacturer ¿ additional h4 device mfg date ¿ correction h6: event problem and evaluation codes ¿ additional.